Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified and severely tortuous right anterior fibial artery. Using a non-bsc guide wire, the physician advanced a 1.5mm x 20mm x 143cm coyote balloon catheter to the target lesion. The balloon was inflated to 6atms then during the second inflation at 6atms, the balloon ruptured. The device was successfully removed and the procedure was completed with a 2.0mm coyote balloon catheter. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified and severely tortuous right anterior fibial artery. Using a non-bsc guide wire, the physician advanced a 1.5mm x 20mm x 143cm coyote balloon catheter to the target lesion. The balloon was inflated to 6atms then during the second inflation at 6atms, the balloon ruptured. The device was successfully removed and the procedure was completed with a 2.0mm coyote balloon catheter. No complications were reported and the patient's status is good.